Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
It was reported to boston scientific that an exalt model d scope was used for treatment of stones in an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the exalt d controller and exalt model d scope were set up and tested for use. Everything worked well for a few minutes when the screen flickered and went gray, there was some distortion, and the screen turned blue. A second exalt model d controller and a new exalt model d scope were used. The physician worked for 60 minutes and was unable to access the targeted anatomy and decided to end the procedure. There was no allegation against the second exalt scope used during the procedure. The patient will be sent to another institute for further treatment. The exalt d controllers were tested and function as intended.